Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported they were experiencing multiple effects/pain and the issues began about a month ago. Pt stated their back was killing them so they left their stimulation off for a couple weeks. Pt noted they turned their stimulation back on and used it for a couple weeks (ps understood this as their stimulation addressed some of their back pain and they were intermittently using their therapy). Pt noted they were looking at the adverse effects and pt was experiencing chest pain, jolting, and shocking and turning their stimulation down resolved some of the effects. Pt also noted they had constipation their whole life but the leakage of stool was new. Pt also experienced urgent urinary incontinence. Pt stated the chest pains and the back pains started about a month ago; pt noted they were hurting on their left side, and whole rib cage onto their back. Pt noted they weren't having any chest pains now but it was pretty severe for about a week. Pt noted their primary doctor had some pictures taken and haven't heard of the results. The patient was redirected to their healthcare provider to further address the issue. Pt's hcp was dr. "(B)(6)" (first name asked u nknown).redirected caller: patient's hcp.

Event description:
Additional information was received from the patient on 08/05/22. Pt reported that they were checked by their primary physician and had x-rays taken and took a urine test. Pt reported they were 4'9" and 88 lbs and thought this was part of the problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.